Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the non-patient needle sheath got stuck when changing collection tube. No patient or user impact reported.

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 02-dec-2024 h3. Device eval by manufacturer- yes bd received 3 photos and 50 samples for investigation. One customer photo depicts a device where the sleeve did not properly recover over the np cannula. Out of the returned samples, thirty underwent functional tests, and all passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples were tested functionally, with one sample failing due to sleeve leakage caused by poor sleeve recovery. These retained samples also underwent further functional tests, all of which passed as they were activated properly without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing causing leakage. The root cause was determined to be an out-of-specification lube weight reading on the finger grip luer (fgl) sub-assembly batch used in the finished good. A quality inspector trainee and trainer failed to identify the out-of-specification result and did not place the product on hold. As a corrective action, coaching sessions were conducted with the trainer and trainee including a review of the data from this inspection lot. Additionally, inspections now include a visual flag for out-of-specification results and generation of a quality hold on any inspection that contains an out-of-specification result. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the non-patient needle sheath got stuck when changing collection tube. No patient or user impact reported.